Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The system pcb was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Section h11 additional mfg narrative of the initial medwatch report (MFR report # 0003015876-2024-00708) indicates: a third-party service agent evaluated the customer's device and verified the reported issue. The system pcb was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Section h11 additional mfg narrative of the initial medwatch report (MFR report #0003015876-2024-00708) should indicate: a third-party service agent evaluated the customer's device and verified the reported issue. It was also observed that the device was unable to complete a boot-cycle. The system pcb was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.